Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room experiencing fatigue. Upon interrogation, the right ventricular lead exhibited loss of capture. It was noted that ventricular thresholds had been increasing since implant. The lead was repositioned without complications. The patient was in good condition post procedure.